Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
A malfunction alarm occurred (previously submitted via MDR(B)(6)) on 10/10/2024 at approximately at 12:08 pm and the customer manually resumed insulin delivery at 5:42 pm. On(B)(6)2024 at 3:36 am, the customer manually suspended insulin deliveries. On the same day, the customer was found unresponsive with a blood glucose level of over 500 mg/dl and high ketone levels and was transported to the emergency room (ER). The customer was hospitalized and was treated with long-lasting manual insulin injections once diabetic ketoacidosis (dka) symptoms had already began. On (B)(6)2024, the customer passed away. Per the contact, the cause of death was dka that led to organ failure. The customer was not wearing the pump at the time of death. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.